Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication remained in requested status after approval. The technical support specialist (tss) issued medication as per the mql transaction, indicating that the system processed the request. No additional errors were noted, and the case was closed after confirming the medication was issued. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to pull medication as the status of rx-verify was on requested, even though the pharmacy had updated the quantity and approved. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.